Event description:
It was reported that the user experienced recurrent low blood glucose after meal announcements while using the ilet, including an accidental or excessive meal announcement that likely trained the system in a manner that contributed to hypoglycemia; education was provided on appropriate meal announcement use, and the agent planned to contact the trainer regarding potential target adjustment or factory reset. Symptoms included hypoglycemia with a reported nadir of 52 mg/dl and anxiety about going lower. Outcomes included approximately 30 minutes below range and self-treatment with oral glucose (gummies), with no medical intervention and no hospitalization. Investigation included troubleshooting and user education regarding correct meal announcement practices. Investigation of this case revealed that user behavior related to meal announcements was the probable contributor to the hypoglycemic events rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that user training and use patterns were the most likely cause.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.